Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 - code c19: review of device manufacturing record history confirmed device met pre-release specifications. H6 - code b23: the device has not been returned to gore as of today. Therefore, no device is available for analysis. No images enabling direct assessment of product performance were returned for evaluation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2026, a post liver transplant patient was treated for a stenotic at the hepatic artery anastomosis. A 7fr ansel 2 sheath was used to advance the first 7 x 5 gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn® device) over a .018" boston scientific v-18 guidewire. The viabahn® device reached the target treatment area but was unable to deploy. As reported, the deployment line was stuck, started bowstringing and the line did not begin to unravel despite the physician pulling with some force. The constrained viabahn® device was removed through the sheath with no issues. The patient did not experience any adverse consequences.